Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to menorrhagia, recalcitrant, dysmenorrheal, dyspareunia, urinary incontinence and severe pelvic adhesive disease. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. It was further reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2003 due to urinary retention after pubovaginal sling, scarring and failure of synthetic mesh. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2002 and (B)(6) 2002 due to sling erosion and sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah/bso.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.